Event description:
On 5/15/97 resident had new tubing and bottle of jevity hung at 10 am using a flexiflo iii pump- ross laboratories. The tubing was attached properly and pump restarted. At 12 pm nurse flushed the tubing from pump. At 1:00 pm the pump was found alarming and the complete feeding had infused notified, resident began vomiting hob and suctioned as needed.